Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the sheath snapped during device withdrawal and subsequently pulled off the non-bsc biopsy cap. No pieces detached into the patient. The procedure had already been completed with this device when the issue occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the flare was detached, and several kinks along the working length were also noted. The condition of the device upon receipt rendered functional testing impossible. The complaint was confirmed; the condition of the returned device was consistent with the complaint that the sheath "snapped." Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the sheath snapped during device withdrawal and subsequently pulled off the non-bsc biopsy cap. No pieces detached into the patient. The procedure had already been completed with this device when the issue occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.